Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that the pump was emitting a call service alarm. The reporter was unsure which alarm was being emitted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2017 with the following findings: review of the pump¿s alarm history did not reveal any record of alarm related to the complaint. On investigation, the pump powered on without any alarms. The pump was exercised for 24 hours without any alarms occurring. Investigation did not confirm nor duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.